Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the msc tip cove accessory involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirmed the customer reported complaint. No failures were found. Visual inspection was performed and found no damage to the tip cover. The mcs tip cover was inserted into an in-house mcs instrument and found no issue with the fit. The tip cover did not appear to be loose and ill-fitting on the in-house mcs instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, monopolar curved scissors (mcs) tip cover accessory fell into the patient at the end of the procedure. The mcs tip cover accessory was retrieved during the same procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument and the tip cover were inspected prior to use and no damage was seen. The mcs tip cover was in use for about an hour when the issue was identified during the instrument removal. No issue with the functionality of the mcs instrument was not noted during the procedure. The mcs instrument did not collide with any other instruments and no resistance was noted upon removal of the instrument from the cannula (the instrument wrist was straightened). No damage was noted on the mcs tip cover accessory. The mcs tip cover was properly installed (installation tool used) and no orange surface was visible nor was it installed beyond the orange surface. The csr also confirmed that electrolube was applied on the instrument prior to the tip cover installation. There is no video or images available for review. No patient information was available.